Event description:
The manufacturer became aware of a investigator initiated study (iis) published by dr. Niloofar dehghan at the core institute - phoenix, az, united states. The title of this report is ¿how difficult is titanium plate and screw implant removal? A retrospective case series ¿, published on august 13, 2024, which is associated with the stryker ¿titanium plates used in extremities: variax, axsos, profyle¿ systems.this report includes analysis of the clinical data that was collected on 1197 patients, and the cases in this study range from 2017 and 2020. During the review of the study report, it was reported that patient # (B)(6) experienced 2 cold welded 5.0 mm locking screws, during a removal procedure for local irritation. All implants have been removed

Manufacturer narrative:
The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.